Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 4mm titanium elastic nail (ten) became stuck in the cutter instrument during a surgical procedure on (B)(6) 2015. The section to be cut was reportedly very short. As a result of the issue, the procedure was prolonged by thirty (30) minutes, but ultimately completed with a like product. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ the device in question shows numerous marks at the arrester nut ((B)(4)) . Furthermore we found that a unknown nail is jammed into the cutting bolt ((B)(4)). The nail is broken at the end of the cutting bolt. The broken part is available. Investigation results: the product was produced in (B)(4) 2015, there are several traces of mechanical damages found on the device. The device was able to be disassembled successfully - there was an unknown nail jammed into the cutting bolt. The nail was broken at the end of the cutting bolt and the broken surface shows marks of forced rupture. It is likely that no quality problems or failures were caused by a faulty product on the article. Based on the investigation results it is assumed that the cause of the breakage is the result of a mechanical overload situation during use. Because of the damage, the complaint relevant dimensions cannot be checked. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The cause of failure is not due to any manufacturing non-conformance. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 29.oct.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.